Manufacturer narrative:
The insulin pump passed the displacement test. Insulin pump failed the selftest due to lack of vibration. Lack of vibration isolated to the harness assembly vibrator. Audio/vibrate anomaly/absence of alarm confirmed. No hardware low level failures noted during testing and was not found in the pump history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had audio anomaly. Customer¿s blood glucose unknown at the time of the incident. The insulin pump will be returned for analysis.